Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that the pta balloon catheter leaked. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection: the device was returned. The balloon appeared to have been previously inflated. The catheter was kinked at the strain relief. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. No other anomalies were observed to the device at this time. Functional/performance evaluation: the patency of the guidewire lumen was then tested and passed with no issues. The inflation hub was then connected to an inflation device and an attempt was made to inflate the balloon with water. Upon inflation, water was observed exiting through the fibers, near the proximal end of the balloon. The balloon fibers were then stripped and a pinhole rupture was observed 5.7cm from the distal tip. Medical records & image/photo review: no medical records or images/photos were provided for review. Conclusion: the investigation is confirmed for a material rupture, as a pinhole rupture was identified on the balloon, likely resulting in the reported leak. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Additionally, precautions and specific directions for use of the conquest pta dilatation catheter are included in the IFU. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the first inflation in an a/v graft fistula, the balloon was inflated to 28 atm and developed a leak. It was further reported that the balloon was deflated but could not be re-inflated. There was no reported retraction difficulty through the sheath. Another balloon catheter was used to complete the procedure. There was no reported impact or consequence to the patient.